Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h4, h6, h8, h10 the reamer was returned for investigation. The shaft of the reamer shows some scratches. The cutting edge of the reamer is fractured. The characteristic of the fracture surfaces indicates a ductile fracture. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2:foreign: south africa. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the tip of the reamer broke off during surgery which caused a ten (10) minute delay. No part was left in the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.